Event description:
It was reported that the procedure was to treat a 90% stenosis in the superficial femoral artery. The .035x7 mm fox cross balloon catheter was advanced for pre-dilatation; however, the balloon ruptured at second inflation at 12 atmospheres. A second balloon was used to successfully complete pre-dilatation. There was no resistance when advancing or removing the balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.